Event description:
We were doing a biliary drainage tube insertion in interventional radiology. The biliary tube being used was one that was reprocessed by stryker sustainability. Upon placing the tube into the pt, the inner plastic part malfunctioned and caused an extensive delay in the procedure. The inner plastic piece in the tube was not usable and had to be replaced with another (brand new) biliary drainage tube. Numerous extra wires and catheters had to be opened to rectify the situation. Diagnosis or reason for use: percutaneous transhepatic cholangiogram. Event abated after use stopped or dose reduced: yes.